Manufacturer narrative:
Section h6: health effect - clinical code: 3261 - multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure, multisystem organ failure, and patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Multiple organ dysfunctions/failures, including right heart failure, and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to multisystem organ failure. The patient developed right ventricular failure and was not responsive to medical treatment so extracorporeal life support (ecls) was implanted. This led to the multisystem organ failure. The pump worked as expected. It was reported that the patient's outcome was not device related, an autopsy was not performed, the device was not explanted, and will not be returned for evaluation.